Event description:
It was reported that the ventilator made strange noises during expiration and posted "device failure." The ventilator reportedly was taken out of service and a replacement ventilator was brought so that the patient could be ventilated. No injury reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the ventilator made strange noises during expiration and posted "device failure." The ventilator reportedly was taken out of service and a replacement ventilator was brought so that the patient could be ventilated. No injury reported.

Manufacturer narrative:
The affected device was analyzed by dräger service after the incident. During the analysis, the technician was able to confirm the issue, and the logbook shows error entries relating to the gas dosage module and its flow sensor gdm_s3. The flow sensor gdm_s3 and the valve drive of the gas dosage module were secured for a detailed investigation. After replacing the affected components, the issue was solved. A visual analysis of the replaced parts identified a faulty solder joint on the internal flex connector of the valve drive as the cause of the reported event. This fault resulted in the reported noise and impaired ventilation. In accordance with the specification, the device gave an optical and acoustic alarm about the impaired ventilation performance. In the event that the device detects a measured value deviation of more than 5 mbar between inspiratory and expiratory airway pressure, the optical alarm message "device failure" is generated together with an acoustic alarm. The safety software then carried out a pressure relief of the breathing circuit to the environment according to the specification. Afterwards, the ventilation was automatically continued with the settings last selected. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the ventilator made strange noises during expiration and posted "device failure." The ventilator reportedly was taken out of service and a replacement ventilator was brought so that the patient could be ventilated. No injury reported.